Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the positioning issue could not be determined.

Event description:
Us complainant reported the patient was on impella cp support due to anterior st elevated myocardial infarction (stemi). The impella cp was repositioned after rp flex placement. Unable to achieve good position away from papillary muscles, so, the physician opted to remove device and then replace to optimize position. The patient survived the event.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.